Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model mz9270 lot number 20106709 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported while using bd maxzero multi-fuse extension set with needleless connector(s) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: origin of the issue: product failure//design detail: we have had 3 occurrences of a leak in our tri-fuse tubing at the tpn filter. Number of occurrences: 3.0. Sample available: true. Lot number: 20106709.

Event description:
It was reported while using bd maxzero multi-fuse extension set with needleless connector(s) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: origin of the issue: product failure//design. Detail: we have had 3 occurrences of a leak in our tri-fuse tubing at the tpn filter. Number of occurrences: 3.0. Sample available: true. Lot number: 20106709.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-jun-2023. H6: investigation summary: one sample was received for quality investigation. The customer complaint of leakage was verified by inspection. The tri-fuse extension set was tested for leakage using a 10ml syringe, filled with water, and attempting to push water through each of the tri-fuse tubing lines. Each of the extension set lines were individually tested and leakage was identified at the outlet side of the filter. Further investigation under magnification shows that there is solvent at the union location between the filter and tubing, however, there are also areas where the solvent is not present allowing for leakage to occur. A device history record review for model mz9270 lot number 20106709 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the failure could not be determined because the sample was lost during transportation of the sample to the manufacturing facility of the investigation. The probable root cause for the failure was that the bonding solvent was not applied evenly at the union allowing for fluid to leak out of the extension set. H3 other text : see h10.

Event description:
It was reported while using bd maxzero multi-fuse extension set with needleless connector(s) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: origin of the issue: product failure//design; detail: we have had 3 occurrences of a leak in our tri-fuse tubing at the tpn filter. Number of occurrences: 3.0; sample available: true; lot number: 20106709

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.